Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. The cause was unknown; however, customer did not have an active non-tandem continuous glucose monitor session. Subsequently, customer was hospitalized. Bg was treated via glucose. No additional information was provided.